Manufacturer narrative:
Tracking #.50245. D6: device returned with no lot ID. Based upon inquiry info rec'd and visual examination the reported event was confirmed. The instrument was rec'd with the tip inserted into the shaft and the end of the tip was bent. No conclusion could be reached as to how the tip had become inserted into the shaft.

Event description:
It was reported during a laparoscopic cholecystectomy the shaft on the eps03 was being used to dissect the gall bladder from the liver bed. The end of hook burned a hole in side of shaft. The shaft was removed from handle and a new shaft was used to complete the case. There was no consequence to the pt.